Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The diameter of the proximal aortic neck was 37 mm. It was reported that the patient presented with abdominal pain the evening prior to implant. Although the proximal neck was 37 mm, the physician elected to do an endovascular procedure and use larger valiant devices as proximal cuffs. After deploying the bifurcated stent graft, the physician cannulated the contralateral gate. A 42 mm valiant was advanced up the contralateral side and deployed as a cuff. In order to ensure sufficient overlap, the proximal end of this cuff was positioned approximately 2 cm below the renal arteries. The contralateral limb was implanted next. The physician then decided to use a 46 mm valiant to extend proximally to the renal arteries. The 46 mm was inadvertently advanced up the ipsilateral side and over the wire that was now behind the 42 mm valiant. When the 46 mm valiant was deployed, it caused the aorta to become occluded. The patient was converted to open repair and all stent grafts were explanted. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (conversion to open repair), incorrect technique/procedure (advancing stent graft up incorrect guidewire), unapproved use of device (aortic neck diameter > 32 mm; implanting thoracic devices as abdominal aortic cuffs). Conclusions: known inherent risk of a procedure (conversion to open repair), off-label, unapproved or contraindicated use (aortic neck diameter > 32 mm; implanting thoracic devices as abdominal aortic cuffs), use error caused or contributed to the event (advancing stent graft up incorrect guidewire).